Manufacturer narrative:
G4: 07apr2020. B4: 07apr2020. Information was received that the customer replaced the air flow sensor to address the reported issue and the unit was return to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 27mar2020, b4: 31mar2020. The customer troubleshot with technical support and was advised to replace the flow sensor assembly. It was indicated that the customer ordered a flow sensor. Resolution is still pending. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
B4: 31oct2020; g4: 29oct2020. H10: a gas delivery system (gds) was return for analysis. An investigation was performed and the product analysis technician reported that the reported issue of will not go into standby was not duplicated. No fault was found. A gas delivery system (gds) was return for analysis. An investigation was performed and the product analysis technician reported that the root cause was for the air flow sensor, caused by a component drifting out of calibration. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event : (B)(6) 2020. Date of report: 26feb2020.

Event description:
It was reported that the ventilator would not go in standby or work for high flow/flow sensor. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.